Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the device is breaking. On (B)(6) 2013, customer reports dentist was performing a root canal when the device broke in the canal. Patient was sent to an endodontist and broken piece was removed. There is no report of any subsequent patient issues/harm.